Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. A tear was found on the exposed portion of the soft cannula, fluid was observed exiting the tear. The cause and timing of the damage could not be conclusively determined. No other damages or defects were found along the fluid path. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose (bg) values reached 401 mg/dl. For treatment, the patient gave a correction bolus and removed the pod.